Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for long charge time reached on the implantable cardioverter defibrillator. The patient presented in clinic for a device check and a capacitor maintenance was performed. The capacitor maintenance was also unsuccessful and time out. A device replacement was recommended. No patient symptoms were reported.